Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 100 mg/dl and 46 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The pt experienced a loss of pain relief 1 week after the implantable neurostimulator system was implanted. She felt stimulation in the wrong area. X-rays revealed that the titan anchor had separated. The leads had moved. The hcp wanted to revise the system. The pt outcome was reported as 'no injury.' Additional information has been requested. A follow-up report will be submitted if additional information becomes available.